Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that on the 8th day after catheter placement, the patient experienced catheter leakage. The catheter was removed and reinserted. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking groshong is confirmed; however, the exact cause is unknown. One video of a groshong nxt PICC was returned for evaluation. Visual observation of the video shows a fully inserted and assembled groshong nxt PICC. A syringe cannot be observed in the video; however, fluid is being flushed through the catheter into the patient. A clear liquid is observed to be leaking out of the catheter at the distal end of the distal connector piece and the proximal end of the catheter tubing. No damage can be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.